Manufacturer narrative:
Event date is approximate product ID: 3889-28, lot# va05gnk, implanted: (B)(6) 2013, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 15-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient (pt) was no longer feeling stimulation from the ins even after increasing therapy and switching programs. The pt reported that they still having incontinence and loss of stimulation starting "last month or 2". The pt confirmed feeling stimulation upon implantation of new ins. And that the older ins was replaced after 7 years due to normal battery depletion. The old lead from the previous ins remained in use. The pt was concerned there may be something wrong with the lead that is affecting the lack of stimulation. The pt denied any falls or trauma to implantation site. The pt was currently on program a 2.1v and increased therapy to "like 7v" but was still unable to feel stimulation. The pt was not sure if therapy was reducing symptoms by 50% or more but reports when wiping, "feels like I did not wipe". Troubleshooting was unable to be performed as pt had already tried increasing therapy and switching to all other programs. The patient was redirected to their healthcare provider to further address the issue.